Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 6.0mmx60mmx135cm absolute pro self-expanding stent system (sess) was advanced to the target lesion without resistance; however, there was unusual difficulty deploying the stent. There was no issue noted with the lock or thumbwheel. Although there was difficulty, the stent was deployed in the target lesion; however, some stent struts appeared to be fractured. Thus, another stent was deployed inside the absolute pro stent to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.